Event description:
It was reported that the top of t-handle continues to spin. It does not allow the doctor to turn the t-handle.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the top of t-handle continues to spin. It does not allow the doctor to turn the t-handle.

Manufacturer narrative:
Functional and visual inspection confirmed the reported event; the thru pin which connects the device handle to shaft was fractured and a portion disassociated. This allowed the handle to spin freely on the shaft. Material analysis found the pin had fractured in a shear overload condition. The event was confirmed. Device history review could not be performed as a valid lot could not be confirmed. Complaint history review found no other similar events reported for the device catalog number. The investigation concluded that the non-functional handle was due to a fractured thru pin. The pin fractured in shear overload, likely as a result of excessive force applied during use at some point in the device's extremely long service life. There is no evidence to suggest any discrepancies in the manufacture of the device.